Event description:
It was reported that the pt complains of pain, swelling. Pt is unable to bear weight on right hip. Pt complains of loss of balance. Her leg "gives out." Pt is unsure as to what stryker hip she has and she will request her implant sheet.

Manufacturer narrative:
The pt is (B)(6) with a bmi of (B)(6), which is obese. At this time, the pt was unable to identify the devices implanted. The event could not be confirmed, as no items associated with the event were returned or made available for identification or eval.